Manufacturer narrative:
H4 is unknown. This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the system drawers were not functional. A technical support specialist, along with the customer, tested the cabinet and found that all drawers were working fine. Limited maintenance was performed due to restricted access. The customer removed most of the expired medications, leaving a few in the cabinet. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank drawers were not functional. The cabinet was tested, and drawers were working fine. The customer provided additional information obtained from the actual nurse. While issuing oxy, there was a message that there was not enough medicine in the cabinet to issue the requested amount. There were no adverse events or injuries reported based on this incident.